Event description:
It was reported that the autoclavable camera head was not recognized when plugged in. The issue occurred during an unspecified procedure with a minor procedural delay. The intended procedure was completed using olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.